Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed self-test and low reservoir. Customer's blood glucose level was 181 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self-test due to a faulty component on the radio frequency board. The pump was received with normal operating currents and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump communicated properly and recorded the 67 mg/dl value properly from the glucose meter. However, the pump was unable to download to the care link pro due to several displayable history crc alarms at the alarm history file due to a corrupted history file. No low reservoir alarm was noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.